Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3 months after the dental implant and temporary abutment were placed in ada site 10, the implant had not yet achieved osseointegration in type ii bone. Clinician noted pain and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate implant and immediate load were performed. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 3 months after the dental implant and temporary abutment were placed in ada site 10, the implant had not yet achieved osseointegration in type ii bone. Clinician noted pain and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.